Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and performed camera and collimator calibrations. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a collimator iris potentiometer error. No pt injury was reported.